Event description:
It was reported, that the endoscope reprocessor's connectors were damaged. The cleaning tubes were in a condition, that allowed them to attached. The issue occurred, during reprocessing for a procedure. That completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, d9, h3, h6. The device was checked on-site and the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the connector was disposed of at the user facility. It is likely, the connector broke due to age related stress, stress from repetitive use such as attaching/detaching, or stress from an impact such as being hit. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 "inspection before use" section 3.2 "inspecting the connectors." "Check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of abnormalities such as cracks, tears, or dents." "Caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily." Olympus will continue to monitor field performance for this device.